Manufacturer narrative:
Additional narrative: device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device that there were recognizable traces of corrosion existing on the device and the device was in two pieces. Therefore, the reported condition was confirmed. It was determined that the corrosion on the device was around the etching. It was determined that corrosion resistance is usually achieved by correct laser etching and passivating process. The saw blade must be electropolished and passivated before the etching. After the laser etching, the devices have to be secondary passivated. It was determined that the design of the saw blades is not optimal, especially at the location of the welding line where it is a major cause for fatigue fractures. The assignable root cause was determined to be improper construction and design. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported from (B)(6) that three saw blade devices were corroded. It was further reported that there was a breakage of the devices. It was not reported if the devices were used in surgery. There were no delays to a scheduled surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.